Event description:
The ge oec 9800 fluoroscopy system had shut off during the procedure and displayed overload fault error code.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. The hv candlesticks and hv tank were cleaned and re-greased to prevent future malfunctions as described. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.